Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Event description:
The reporter, physician, reports that the cuff inflation is defective because it inflates and deflates often. At this time there is no information to confirm the need for decannulation and recannulation of a replacement tube. Covidien has made attempts to gather further details surrounding the circumstances of this report with no response to date.